Manufacturer narrative:
Date of report: (B)(6) 2021.

Event description:
It was reported to philips by a customer that the unit was getting a low o2 error message. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device and diagnostic report, the customer stated the unit consistently had o2 not available messages. The customer informed the rse event log had several 1208 and 1209 messages. The customer and rse verified the o2 source was good. The rse suggested to replace the flow sensor and provided the customer with the part number.

Manufacturer narrative:
A gas delivery system (gds) was returned for failure analysis. Visual inspection revealed no anomalies. The returned gds was installed onto a known good test unit. The customer complaint was verified. The root cause was contamination in the filter and the manifold.

Manufacturer narrative:
Additional information was received that the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The field service engineer (fse) was unable to duplicate the error. The fse performed a full t&v & unit failed o2 flow accuracy at 140 slpm, giving a value of 94.01. The gds contained heavy carbon residue. The fse replaced the gas delivery system to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.